Event description:
It was reported that during a field repair visit the boston scientific field service engineer found two blown fuses on back panel of laser power supply (lps) and one blown fuse f240 on power detection board (pdb). Upon powering the laser back on after replacing the fuses, one of the components blew and there was burning smell. After that nothing turned on except the fan. There was no patient involved.